Event description:
It was reported that an ablation probe was introduced into the joint without a cannula. Upon removal of the probe the nurse noticed the tip was missing. The physician located the tip and was able to remove it easily. No further complications have been reported.